Manufacturer narrative:
Method: a review of the manufacturing paperwork will be conducted.

Event description:
On (B)(6), 2011, a gore excluder aaa endoprosthesis featuring the c3 delivery system was implanted. On an unk date, a computed tomography (CT) scan revealed that the gore excluder aaa endoprosthesis featuring the c3 delivery system device was implanted at the renal artery and the right renal artery was partially occluded. It was reported to gore that the pt tolerated the procedure. No sequela from the occlusion was reported to gore. Further information was requested.